Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The ft4 reagent lot number is 663936. The expiration date was not provided. The field service engineer (fse) adjusted the probe position and the pressure sensor and cleaned the line tubing. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ft4 iii assay results for 2 patient samples on a cobas e 602 module. For sample 1, the initial ft4 result was greater than or equal to 7.7 ng/dl. The first repeat result was 1.52 ng/dl, the second repeat result was 1.15 ng/dl, the third repeat result was 1.34 ng/dl, and the fourth repeat result was 0.98 ng/dl. For sample 2, the initial ft4 result was 3.4 ng/dl. The repeat result was 1.33 ng/dl. No questionable results were reported outside of the laboratory.